Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10- 8 previously reported events are included in this follow-up record. Product return status- 8 devices were received. Event confirmation status- 8 reported events were not confirmed. Evaluation results- 4 devices were found to be affected by an over-torqued angle nut. 4 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 3 devices were received. 5 device investigation type has not yet been determined. Event confirmation status: 3 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by an over-torqued component. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.